Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the monitor failed testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. Additionally the insulated-gate bipolar transistor (igbt) q13 was shorted. The root cause for the open resistor could not be positively identified. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor failed pulse testing.